Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during the boot-up cycle, the device would intermittently lock-up with a white screen. There was no patient use associated with the reported failure.